Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the basal rate history was incorrect compared to the timed basal rate settings. The customer alleged that basal insulin was not being delivered. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided.